Event description:
Customer reported the system is displaying a filament regulator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system functioning without error. Filament error was reported. Ran a filament calibration and it passed with no problems. Re-booted and the system is fluoroing without errors. System operates as intended.